Event description:
The tech alleged the bed had a high sporadic ground reading. No pt impact.

Manufacturer narrative:
The tech found the wires were tight and pinched at the strain gage. The tech cut and stripped the wiring back and replaced the power cord plug to resolve the issue.